Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.

Event description:
It was reported that the guide wire separated during use in a calcified diagonal artery. The separated portion was able to be removed with a snare. No adverse pt sequela was reported.